Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) stopped monitoring a patient on the bedside monitor without user intervention. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device information. The customer stated that they were monitoring a bedside monitor but was unsure if it was a model from the bsm-6300 or bsm-6500 series.

Event description:
The biomedical engineer reported that the central nurse's station (cns) stopped monitoring a patient on the bedside monitor without user intervention. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6), 2019 the customer reported that the central nurse's station (cns) stopped monitoring of a bed tile. The first occurrence was reported on (B)(6), 2019. The two occurrences were: (B)(6), 2019, time=unknown (B)(6), 2019: time ~18:00 sw: 02-10 ip: 172.16.11.13 subnet: 255.255.255.0 gateway: 172.16.11.1 bedside device info: mu-631ra, s/n: (B)(6), sw: 08-12 ip address: 172.16.11.54 bed ID: wed15-nk device logs were sent to nkc for analysis. Analysis of the logs shows the admitting and discharging operation was performed from the bedside monitor. It is concluded that cns did not discharge patient on its own. (B)(6), , 2019 4:44:30,nkcns-9701,2001,admitted,"bed,wed15-nk,patient,," (B)(6), , 2019 23:57:49,nkcns-9701,2001,discharged,"bed,wed15-nk,patient,," (B)(6), , 2019 23:56:12,nkcns-9701,2001,admitted,"bed,wed15-nk,patient,," (B)(6), , 2019 18:00:43,nkcns-9701,2001,discharged,"bed,wed15-nk,patient,," (B)(6), , 2019 17:58:51,nkcns-9701,2001,admitted,"bed,wed15-nk,patient,," (B)(6), , 2019 16:23:17,nkcns-9701,2001,discharged,"bed,wed15-nk,patient,," (B)(6), , 2019 18:32:24,nkcns-9701,2001,admitted,"bed,wed15-nk,patient,," (B)(6), 2019 14:35:09,nkcns-9701,2001,discharged,"bed,wed15-nk,patient,," service requested: determine the cause of the reported issue. Service performed: nkc analyzed the logs and confirmed cns operated as intended. Investigation summary: analysis shows cns device operated as intended, recording the discharge event, and attributing it to an operation from the bedside monitor. Thus, no abnormalities were observed. Since the two reported incidents in (B)(6) 2019, there has been no additional events reported. Although there is insufficient information to conclude whether staff communication issue at the facility was the root cause of the incident, evidence confirm that there was no issue with the cns.

Event description:
The biomedical engineer reported that the central nurse's station (cns) stopped monitoring a patient on the bedside monitor without user intervention. No patient harm reported.